Manufacturer narrative:
The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received teflon tube shows severe signs of abrasion and tear at the distal end. These are most likely to have been induced during insertion and removal, inadequately. The device history record could not be reviewed because the lot number on the affected device was not visible, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Based on the investigation, the root cause was attributed to a user-related issue. The abrasive and torn distal end with deformation indicates mishandling of the device during usage. Most likely the device interacted with other devices used during the surgery during the insertion and extraction. If any further information is provided, the complaint report will be updated.

Event description:
As reported: "the tip of the teflon tube was broken when it was placed into the intrathecal space. No debris remained in the body."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "the tip of the teflon tube was broken when it was placed into the intrathecal space. No debris remained in the body."